Event description:
A hospital reported to our distributor that the inspiratory limb of a cardinal health #7298-4s2 breathing circuit was attached to a fisher and paykel healthcare mr730 respiratory humidifier and the circuit caught fire. They were providing humidified high flow nasal cannula therapy to a neonate in the intensive care unit. The report stated that the respiratory therapist put out the fire and received some type of burn and the infant isolet next to the heater was scorched. At this time, the seriousness of the burn is not known. The infant was not harmed.

Manufacturer narrative:
The mr730 humidifier is to be returned to fisher & paykel healthcare for evaluation. The investigation is in progress. The seriousness of the burn injury is not yet known. At this time we are unable to make any conclusions on the device. The manufacturer of the cardinal health #7298-4s2 breathing circuit has the known information for their assessment.